Event description:
Procedure: vaginal vault prolapse suspension. Reportedly, during insertion of the ivs tunneller, the doctor punctured the rectum. The pt had an abnormal anatomy, the rectum was more lateral and posterior than normal. The surgeon sutured to repair the rectum. The pt was treated with 5 day levaquin.